Event description:
The reporter called lifescan to report that her husband had gotten er1 message on surestep meter. After retesting, the wife could not remember the results and made no comparison to the color chart. They did not seek medical treatment.